Manufacturer narrative:
(B)(4). Date sent: 11/14/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 10/16/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: could you please provide more details for each device malfunction? The concern lies in the tensile strength of our anvil. Indeed, each time our practitioner uses the motorized circular, the anvil is detached at the compression stage, that is to say when the practitioner turns the wheel and brings the anvil closer to the clamp. The anvil detaches at this stage while when using the manual (vs motorized) gripper this stage proceeds perfectly, the anvil remains attached. Was the device difficult to close? No. Was there adjusting knob issues? No. Was there trocar issues? No. Did the anvil detach? Yes. Was the device locked on tissue with the anvil closed? No. Please provide more details for "the problem made the procedure more complicated"? The practitioner had to take another motorized clamp. Idem, same problem. He ended up taking a hand clamp and there no worries. What he told me: the anvil fits better on our manuals than on our motorized, he never had a problem with our manual but he found it less qualified. It is with regret that he uses the manual again. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure there was a gripping problem between the tip and the clamp. No clinical consequence. The problem made the procedure more complicated. The operating assistant made sure to hold the device according to the surgeon's request.

Manufacturer narrative:
(B)(4). Date sent: 11/11/2024. Additional information received: d4 serial number (B)(6). Corrected data; h4. Device manufacture date.

Manufacturer narrative:
(B)(4). Date sent 11/21/2024 d4 batch #928c22 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. Only the casing half washer was present and there were no staples present. No battery was received. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed in a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 928c22, and no non-conformances were identified.